Event description:
Customer reported using lot 08852m500, associated with reportable (B)(4), but did not report any discrepant results using this lot. Results were not reported out of the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.